Manufacturer narrative:
Additional information: MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. Per report, the patient is being monitored with no adverse impact or intervention required due to the stent's positioning.

Event description:
It was reported that following a bilaterial (ou) trabecular microbypass stent system procedure, the patient presented during a postop mydriasis examination with a dislodged stent in the left eye (os), which appeared to be wedged between the posterior intraocular lens (iol) and posterior capsule. Per report, the patient is being monitored with no stent movement noted during subsequent postop examinations, and no issues with intraocular pressure (iop) or visual acuity (va). Through follow-up, a medical expert consultation was provided to the surgeon regarding treatment options and techniques to manage the dislodged stent. Additional information is being requested.

Manufacturer narrative:
Additional information: b7: race noted as japanese. The device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Dislodged/dislocated stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Dislodged/dislocated stent is an established risk associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).